Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced hypoglycemia. Customer's blood glucose value was 53 mg/dl at the time of incident. The customer declined troubleshooting because it was treated already. The customer was treated with glucose tablets. Customer did not mention any symptoms related to low blood glucose level. The insulin pump will not be returned for analysis.